Event description:
An rv sensing alert for loss of capture was received on 10 aug 2011 via biotronik home monitoring. This lead was capped and successfully replaced. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. There was no evidence of a material or manufacturing problem.